Event description:
Lab performed psa testing on the dimension rxl to screen pts for prostate cancer. Screening is not consistent with the intended use of this product. Pt sample result was 9.1 ng/ml on the rxl and 2.5 ng/ml on the axsym. Dade behring inc. Received sample on 1/3/2001 and confirmed lower result - 1.57 ng/ml, repeated 1.65 ng/ml with an alternate lot of reagents formulated to reduce non-specific binding. Concluded pt sample contained hetrophilic antibody that caused non-specific binding and elevated the result. There were no adverse pt consequences.